Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. It was reported that an alert/notification settings issue occurred. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient reported that she did not receive an alert from her cgm mobile app. She awoke to find her cgm displaying a glucose reading of 40 mg/dl. Approximately one minute later, she lost consciousness. A caregiver contacted emergency services, and paramedics transported her to the hospital. The patient could not recall whether her blood glucose was checked by paramedics on-site; however, upon arrival at the hospital, her blood glucose was confirmed to be 40 mg/dl. She was treated with IV fluids and remained hospitalized for two days. The patient uses a tandem t:slim insulin pump but was unsure whether it was operating in modified closed-loop mode at the time of the incident. At the time of the report, the patient stated she was feeling better. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.